Event description:
On (B)(6) 2013, the pt underwent a permanent implant procedure. Post-op, the pt lost stimulation. An impedance check was performed the next day and revealed low impedance on several contacts. Reprogramming was unsuccessful. X-rays displayed lead migration. On (B)(6) 2013, the pt's lead was repositioned. Following the procedure, the pt stayed overnight in the hospital. Repositioning the lead resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.